Event description:
During an l4-l5 posteriolateral fusion with laminectomy/foraminotomy, intraop, a medtronic pelvic pin was placed by the surgeon for the o-arm based navigation. Upon removal of the (medtronic) pelvic pin, significant resistance was encountered. O-arm spin showed pin was in correct position, but despite backslap technique, pin could not be removed. Upon consistent backslap, the pin was removed but it appeared to have broken with 1.3 cm of pin remaining buried in the ilium. The stab incision was expanded by 1 cm and retractor was placed with subsequent soft tissue dissection until the ilium was visualized. Using a combination of xr guidance and loupe magnification, the remaining pin tip was located and after circumferential burring/osteotome application the lodged piece was removed. Complete removal was documented using post removal xr. The wounds were then closed in layers with 1 vicryl, 2-0 vicryl and 3-0 nylon. The medtronic representative, was present in the or (operating room) and created a complaint case with medtronic and item sent to decontamination and retained by hospital. Manufacturer response for disposable percutaneous pin 150mm, disposable percutaneous pin (per site reporter medtronic rep. Created a complaint case with medtronic.